Manufacturer narrative:
The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only shipment containing the replacement speaker was provided. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device displays a speaker malfunction inop error message and does not emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.